Manufacturer narrative:
Investigation revealed that there was no system malfunction. To evaluate the risk associated with the identified failure mode of "navigational integrity" for excelsiusgps. An investigation of the case logs indicated that the implants at l5 were misplaced due to a pre-operative CT merge shift. The pre-operative merge can be more difficult to obtain depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The user opted to replace the implants using traditional methods due to the loss of navigational integrity. There were no reported adverse effects to the patient. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively.